Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for pulse field ablation. During the preparation it was noticed that the stopcock was broken in the package. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.